Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis, it was noted that the cases were damaged near the spring retention strap holder, it was missing four hinge plate screws, the upper hinge plate was damaged as was the display flex, that it powered up to a blank white display even after the display flex was replaced, the bezel shield assembly was replaced, the power supply and system fan were noisy. All found defective parts were replaced. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.